Event description:
The resident was in the tub and in preparation to be raised by a ceiling lift and a clip sling. The staff had raised the resident up and she was about 2 feet off the bottom of the bath when the right shoulder clip broke in half. The resident fell back into the bath, hitting her right ear and side of the head on the side of the bath. One staff member grabbed the broken clip side and held her out of the water. The other staff member operated the ceiling lift to raise the resident out of the tub and lowered the resident into her chair. The resident sustained a bruising to the right pinnae and hematoma behind the right ear. No hospital visit was required. Head injury routine was followed for 48 hours.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4) inc. (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. It was noticed that the sling was manufactured in 2001, and the facility has 33 slings greater than 6 years old, for which the rep recommended to be changed. On-site training about proper use of sling had been scheduled, and it was also recommended that a sling inspection take place. Additional info will be provided following the conclusion of the MFR's investigation.